Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left anterior descending artery. A 3.50x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, when withdrawing the device, the stent got lifted up. The procedure was completed with another of same device. There were no patient complications and the patient's status was stable.